Event description:
The customer reports the system intermittently comes up with an invalid input signal. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep spoke with the customer and was told that after boot up, the left monitor showed "invalid video input" but the right monitor showed the patient information screen. This indicated that the system is booting up, but there is no video signal reaching the left monitor. After booting several times, the monitor showed the proper screen. He ordered a rtos, left monitor video cable, and a left monitor. He replaced the left monitor, left monitor video cable, and workstation cable harness. He tested the system by powering up and making fluoro. The image on the left monitor appeared stable. The system is functioning as intended.